Manufacturer narrative:
Surgeon will be requested to give statement of surgery on pt request for medical opinion dr. (B)(6). Request for verification of pt allergic to pork. (B)(4). Leaflet recommends removal of device when hemostasis is obtained. Conclusion code: allergy to porcine was not induced due to device failure. Insert leaflet warns not to use in pts with allergy to porcine.

Event description:
Pt underwent a laminectomy on (B)(6) 2004 and surgifoam powder was inserted during surgery. Pt states she is severely allergic to pork. Approximately 6 hours post op, she began to experience severe pain at surgical site. She was brought back to the operating room and the surgifoam was removed, with an immediate improvement.